Event description:
Hospital advised channel b stopped infusing. There was no audible alarm. The pump had been in use for over 15 hours when this occurred. Three channels were operating at the time. There was no pt consequence.